Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the air detector was loose, and the downstream occlusion seal was delaminated, issues that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. All damaged components were replaced, and the device passed all testing.

Event description:
It was reported that the device did not power on when batteries were installed. The event occurred during testing. Additionally, the investigation found the air detector was loose, and the downstream occlusion seal was delaminated, issues that could result in a hazardous situation, therefore making this investigation reportable.